Event description:
During a lead replacement procedure (reference MFR. Report#: 1627487-2012-04727) on (B)(6) 2012, the handle of the stylet broke off. The physician attempted to pull the stylet out of the lead using a hemostat, but only succeeded in removing about 2 inches of the stylet. The physician cut a portion of the stylet and left the remainder of the stylet in the lead. The lead was implanted successfully and the patient is doing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.